Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonic biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaws of the forceps wouldn¿t close completely on the sample. The jaws were able to close enough to remove the forceps from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonic biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaws of the forceps wouldn¿t close completely on the sample. The jaws were able to close enough to remove the forceps from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the jaws were misaligned. Functionally, the device jaws would open and close, however, they could not close properly due to the misaligned jaws. The condition of the returned incident device confirms the reported condition since the jaws were misaligned and could cause the jaws not to close properly. The most probable root cause is manufacturing due to the jaws not being properly located inside the clevis. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).